Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Abbott technical support was contacted, and ble telemetry was successfully restored. The patient was in stable condition.